Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were successfully implanted into pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that the pt was followed closely with 3 mm CT scans, which demonstrated no endoleaks. The pt presented to the e.r. In 2004 with aute ischemia of the right lower extremity. It was reported that thrombectomy of the right limb of the stent graft was successfully performed. No additional sequelae were reported and the pt is reported to be fine.